Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4 h10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly could not be popped off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was returned for evaluation. One fluoroscopic image was also provided for review. On visual evaluation, the edges of the distal end of the sheath appeared to be jagged. Filter limbs were noted at the distal end of the sheath. On functional testing, an attempt to retract the loaded filter within the unknown brand snare sheath was performed and was successful. Filter retracted successfully as it was still attached to the snare loop. Filter limbs were present, and two legs were noted to be crossed. The image depicts the device positioned in the inferior vena cava. The access is jugular. The device has been deployed and has separated from the delivery sheath. The deployed device has opened minimally. Therefore, based on the image review, the investigation is confirmed for the reported activation failure including expansion failure as the filter did not expand completely. A definitive root cause for the reported activation failure including expansion failure could not be determined based upon the provided information. It is unknown whether procedural and/or patient issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the filter allegedly could not be popped off. The procedure was completed using another device. There was no reported patient injury.